Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that the needle of a jelco® viavalve® safety IV catheter was "very dull". It was stated that the impact on patient and/or staff safety was minor injury to patient or staff, however details of the injury were not provided. No permanent injury was reported.